Event description:
During circumcision of newborn infant, a 1.3 clamp was used with a 1.1 bell, causing a tear to the skin of the penis. Pressure applied and suture placed at time of procedure. Urology consulted to evaluate penis. No further treatment necessary and circumcision expected to heal completely normal.